Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and shortness of breath. Upon device interrogation, the right atrial (ra) lead exhibited undersensing. The ra lead appeared to have dislodged and had ''fallen into the ventricle.¿ it was also reported that the right ventricular (rv) lead exhibited high and unstable thresholds and a loss of capture. A chest x-ray confirmed that the rv lead had dislodged. Both leads were reprogrammed, ultimately repositioned and remain in use. No further patient complications have been reported as a result of this event.